Manufacturer narrative:
Initial and final MDR 1892390- MDR 8021545-2024-01271- device 2 of 2. E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 21-may-2024, it was reported by the patient that two infusions set tape not sticking, just lifted and pulled lose during use. No further information was available.